Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned to the manufacturer and investigation completed by product analysis on 09-apr-2019 with the following findings: review of the black box data did not reveal any records of power on reset events. The returned battery cap was intact and fit securely to the pump. The pump was powered on and exercised for 12 hours without interruption in power. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored.